Event description:
It was reported by the customer that the handpiece was found with a broken threaded stud. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.